Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported inform meter short circuit, connector burned. Upon investigation, manufacturer's domestic evaluations lab found inform meter electrical contact pins melted/burned, melted plastic of the case around inform meter electrical contact pins. No adverse event reported. The device was returned, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).